Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was waiting to get their ins removed in the next month or two because they've never received pain relief from the stimulation. Patient stated that the implant was working fine, but the stimulation just did not help them despite being reprogrammed multiple times. Patient has already worked with their health care provider and is going to have the device explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.